Event description:
Boston scientific crm received information that the patient with this pacemaker presented to the hospital feeling poorly. (No syncope reported) a heart rate of 130 ppm was noted. The device was programmed to nominal parameters. The rate response was programmed off and it seemed better now. Normal interrogation of the device was observed. A boston scientific crm technical service consultant was contacted and discussed that there could be other medical reasons as to why the patient felt poorly or could be related to cardiac pacing. The electrocardiogram (ECG) revealed regular pacing at 130ppm: this could have been mtr and/or msr atrial activity. Pacemaker mediated tachycardia can be excluded as the device was programmed to ssir configuration. If the mv was programmed as a rate sensor, then the fast response may have been caused by interaction with the ECG recorder. As ischemic (st-changes) may be hidden by pacing response, it may be worth evaluating the patient's underlying rhythm with pacing off or low rate back up pacing.

Manufacturer narrative:
The device remains implanted. Should additional information become available, an amended report will be submitted.